Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range hvli was noted on the svc coil. The lead is a single coil lead and does not have svc coil. No more issue were observed.